Event description:
It was reported by service report that the button was damaged with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Button assembly. Customer ran the button assembly into a wall creating the defect.